Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that that the implant fell off from the ratchet on the floor. Unknown zimmer ratchet. The procedure was completed with another implant.

Manufacturer narrative:
Zimvie did not receive one (1) unknown zimmer ratchet for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer ratchet is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002w1, the most likely root cause determined from the investigation was excessive torque placed on tool due to improper surgical procedure or poor case planning. Tool design/material cannot withstand torque. Tool fractures. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.